Event description:
It was reported that there was a loss of the live images. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable connector. The system operates as intended.